Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, while the difficulty removing the lock line (physical resistance/sticking) appears to be the result of the knot (material deformation), a cause for how the knot formed could not be determined. Unexpected medical interventions were a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A xtw (lot: 40506a1001) was chosen for implantation. During deployment of the clip, the lock line were difficult to unravel. A large knot was observed in the lock line. The knot was attempted to be cut which resulted in part of the knot going into the lock lever and there was still resistance on both lock lines. The clip was unable to unlocked so he lock lever was purposely broke as well and the free end of the lock line was able to be pulled. The clip was then deployed normally without issue. The procedure ended with mr reduced to grade 1-2. There were no patient consequences or clinically significant delay.